Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that the device was shocking the patient. The device recorded episodes in the previous 72 hours. This included detection of an arrhythmia in the vt-vf zone; greater than 180 beats per minute (bpm). The atrial rate was greater than the ventricular rate and it was noted that it appeared to be inappropriate shocks due to atrial fibrillation with rapid ventricular response. Therapy did not convert the rhythm, and therapy was exhausted. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the after presenting to the emergency room, the patient's atrial fibrillation resolved. It was determined the cause of the patient's arrhythmia was due to the patient not taking their rate controlling medication. The physician recommended to the patient that they continue taking their rate controlling medication. The patient did not need to be admitted to the hospital and no changes to the implantable cardioverter defibrillator (ICD) were done. This device remains in service. No adverse patient effects were reported.